Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro balloon burst while dilating fistula outflow stenosis. The balloon was noted to almost completely came off shaft. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, the powerflex pro balloon burst while dilating fistula outflow stenosis. The balloon was noted to almost completely came off shaft. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82239827 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The powerflex pro balloon burst while dilating fistula outflow stenosis. The balloon was noted to almost completely came off shaft. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The product was not returned for analysis. A product history record (phr) review of lot 82239827 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (although unknown) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the powerflex pro balloon burst while dilating fistula outflow stenosis. The balloon was noted to almost completely came off shaft. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.